Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received without the original battery.

Event description:
It was reported that the customer passed away. Caller stated that the customer died of diabetes, heart attack and other health complications. Caller stated that the customer's blood glucose reading at the time of death was 416 mg/dl. Caller stated that the customer had a gallbladder surgery, which contributed to the event. Nothing further was reported.